Event description:
We were performing laparoscopic robotic assisted cholecystectomy. We were clipping the gallbladder, the clip applier did not completely engage the clip. We replaced the clip applier. That one also failed, we removed from service. Observed that the jaws that were not appropriately aligned, seemed to misaligned.